Event description:
It has been reported to philips that the system produced an error message of ¿generator busy¿ and would not perform fluoroscopy. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power inverter and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of event. The procedure did not start, and the issue was found during system start up. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed an error message of ¿generator busy¿ and would not perform fluoroscopy. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse found the rail voltage was not ok and resistor was blown out causing malfunction of the generator. The fse replaced the ips, but the issue persisted. To resolve the reported issue, the fse ordered and replaced power inverter and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.